Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the tip of the fiber broke off inside the patient. The tip was retrieved by flushing it out with the fluid. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. A risk review was completed and confirmed that the event of fiber cap/tip - detached/broke inside patient is defined in the risk documentation. Based on all available information, it is likely that the interaction between the user and device, caused or contributed to the reported event, therefore, an investigation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the tip of the fiber broke off inside the patient. The tip was retrieved by flushing it out with the fluid. The procedure was completed with another fiber without patient complications.